Manufacturer narrative:
A follow-up report wil be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a high pressure alarm. This event occurred during clinical use. There was no allegation of harm associated with this report.